Manufacturer narrative:
Involved device is not available for evaluation and the lot number is not known. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility. Results - is based upon user facility information. Conclusions - is based upon user facility information. Based upon the available information, there is no evidence that indicates this event was related to a defect or malfunction of the guidewire device. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use by statements such as the following: "manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the guidewire "broke" while it was trying to be withdrawn during an interventional procedure. Reportedly: the wire became trapped between the vessel wall and a stent that was being placed in the circumflex artery. The wire "broke" when the physician "pulled slightly" on it; approximately 10-15cm of the wire was "stuck" inside the patient was anti-coagulated from the circumflex artery into the aorta; the patient was anti-coagulated and sent to surgery where the detached portion of the wire was successfully removed; and the patient's condition was reported to be "fine".